Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 120-150 units of insulin. Customer's blood glucose (bg) level was "high" (specific bg value was not provided). Customer loaded a new cartridge and administered a manual injection to address elevated bg and resolve the issue.